Event description:
According to the reporter, during a laparoscopic total gastrectomy, for the 8th firing of the functional end-to-end anastomosis of esophagus and jejunum, at the closure of entry hole, the surgeon started firing the device, however the firing stopped on the halfway. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.